Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the patient side cart (psc) recoverable fault occurred. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). The tse reviewed and observed error 25730 in the system logs on the universal surgical manipulator 2 (usm). The customer stated the issue was not occurring at the time of the call. The tse informed the customer that the issue could persist, and the user could disable usm 2 or swap the psc, but the customer stated the surgeon needed all 4 usms. The customer elected to swap out the pcs to continue the procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the universal surgical manipulator 2 (usm) to resolve the issue. Electrical safety tests and test drive were good. The system was verified and ready for use. Isi has received the usm involved with the complaint; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted after failure analysis investigation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. Did receive the universal surgical manipulator (usm) involved with this complaint to perform failure analysis. The usm was tested on a psc fixture test platform (pftp) where the rolling loop fiber failed fiber test. A gold rolling loop fiber was installed, and the error went away. The original rolling loop fiber was re-installed, and the error came back. The rolling loop fiber assembly will be replaced as a fix to the reported problem. The complaint was confirmed based on the failure analysis.